Manufacturer narrative:
Date of birth: the patient was born on an unspecified day in (B)(6). The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce minicap extended life pd transfer set separated (disconnected) from the patient's titanium adapter. It was further described as "set has detached itself from the titanium adapter without any external influence". This occurred during use of device for peritoneal dialysis therapy. There was no allegation against the titanium adapter and it was still in use. As a result, the transfer set was changed and the patient was given a one-time dose of antibiotics prophylactically. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a2: date of birth: the patient was born on an unspecified day in 1990 (previously submitted as 1960). Additional information: d9, h3, h6. H10: the sample was received for evaluation with a mini cap on the dark blue connector and the white twist clamp was in closed position. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.